Manufacturer narrative:
Us reporting agent notified on (B)(4) 2015. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Intra-operative, dermatome leaves strip in middle and it does not take. Used it on 3mm which is the commonly used setting. Also not engaging skin well.